Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked after it was filled with 250 units of insulin. Another cartridge was filled. Blood glucose was 240 mg/dl.